Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received on (B)(6), 2012 when the explanted generator was returned for product analysis. Product analysis was completed on (B)(6), 2012 and the manufacturing records show that the pulse generator passed all specifications before it was released. The generator performed according to functional specifications and there were no anomalies found with the pulse generator.

Event description:
Reporter indicated a patient had the vns generator explanted on (B)(6) 2012 due to a post-operative generator site infection. The patient had the vns generator implanted previously on (B)(6) 2012. The infection was first noted on (B)(6) 2012. It is not known if the vns lead was also explanted, but this is likely. The infection is felt to be due to the generator implant surgery which occurred on (B)(6) 2012. It is unknown if the patient had any trauma or manipulated the vns. Cultures performed of the infection site noted growth of (B)(4).